Event description:
Report received of a non-delivery. The device was programmed to infuse a chemotherapy agent called bms (bristol myers squibb) at a rate of 100ml/hour, a vtbi (volume to be infused) of 100ml, an infusion time of 1 hour, and a container size of 100ml. According to the customer contact, "the bags are always overfilled by 15ml". Other program settings were unspecified. The infusion was started. After 45 minutes, the device sounded an unspecified alarm. At this time, the nurse reportedly noticed "nothing had been delivered". The physician was notified. The full bag of chemotherapy was discarded, and a new container was obtained. A replacement device was used to resume therapy. There was no reported adverse patient event. Though requested, no additional information was available.